Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Align's clinical review of available records indicates both teeth 19 and 31 had complete crown restorations, tooth 31 presents a possible root canal as well. Photos from 2024 showed that a new restoration was being performed for tooth 31 since the clinical crown was lost and only root was present. No conclusive evidence has been provided that supports or opposes whether the vivera retainers caused or contributed to the required teeth extraction (permanent impairment), therefore, this event it is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient had symptoms of teeth loss (#19 and #31). No additional information is available at this time.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.